Manufacturer narrative:
E2402 (appropriate code / term not available) for mdrs add to h6: "h6 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.

Event description:
It was reported that the patient received a replacement as they were pregnant when vns was placed and has since lost weight and the device shifted so they created a smaller pocket for the device to be more secure. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. No other relevant information has been received to date.